Event description:
The customer reported to olympus, the camera head had a disturbance of the video image signal. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found. 1. Disturbance of video signal. (Noise is generated when a load is applied to the cable). 2: flooding of the main unit's image capture. 3: the camera cable is flooded and internally corroded. 4: there is a tear in the camera cable. 5: the main unit operates slowly and does not rotate due to corrosion (deposits) in the connection of the main unit. 6: there is a crack in the video connector. 7: the scope mount is corroded and malfunctioning. 8: corrosion on the free lock lever. Relevant sections of the instructions for use: the following is described in the "warnings" section of the instruction manual under "instructions for use": "the endoscopic images and functions are abnormal. If the endoscopic images or functions are abnormal and return to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope away from the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. The following statement is included in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warnings" in "storage". Do not clean, disinfect, or sterilize this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. Device history record (DHR) review: · according to the convention of ombss_4.2.5_01_001, the storage period of DHR is 15 years. Since the equipment in question was manufactured 15 years prior to the date of manufacture, a DHR review cannot be performed. There was no history of repair of the current product within the past 12 months from the date of the complaint. Review of complaint history: the history review of complaints about otv-s7h-1d-l08e for the past 12 months regarding "flooding in the main unit imaging with video signal disturbance, flooding in the camera cable and corrosion inside, and tear in the camera cable" was conducted, but no trend was identified. (See: november 2023 ctr presentation slides for shirakawa (monitoring october)). Based on the results of the investigation, no nonconformities were found related to this complaint. No further escalation is required. Olympus will continue to monitor the field performance of this device.